Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera does not display an image, showing only white noise during inspection for use with an olympus camera head. There was no patient injury reported/involvement.